Event description:
It was reported that the patient has been experiencing pain in his knee since the day of surgery. The patient stated that his knee stays swollen and he can't bend it. He stated that his doctor could not fully bend his knee either.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding a patient whose unknown stryker knee is swollen and cannot fully bend was reported. This event involves an unknown stryker insert. The event was not confirmed. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
Patient stated that he had revision surgery.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown tibial insert 9mm. In addition to the insert an unknown right stryker knee component was reported and simplex p full dose, catalog number 6191-1-001, lot code rit137. At this time, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device remains implanted.